Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) reviewed and recommend that the device can either be replaced or have the battery status reevaluated in 90 days time. At this time, this ICD remains in service, and there was no adverse patient effects reported.